Event description:
It was reported that there was a no disposable, clamp tubing alarm. The alarm was silenced and settings reviewed. Pump restarted and display now read run. It was reported that a pump was alarming no disposable, clamp tubing for a second time. The problem was resolved in the previous five minutes. Silenced alarm and reviewed pump settings. Verified medication and patient appointment to have pump removed. The patient powered the pump off/on this time to resolve alarm, and attempted restart. Confirmed medication delivery with run screen and reservoir volume counting down. It was again reported that a pump was alarming no disposable, pump won't run for a third time this treatment. Silenced alarm and reviewed pump settings. Powered pump off, clamped tubing, and removed cassette. Air bubbles are present in tubing of cassette. Massaged tubing and gently tapped cassette on hard surface. Reattached cassette, unclamped tubing, powered on pump, and attempted restart. Confirmed medication delivery with run screen. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.